Event description:
It was reported that the access header caps of an unspecified number of polyflux dialyzers were "frequently cracked" and leaked during priming in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.